Event description:
It was noted that IV tubing was leaking. When removing IV, cathelon noted to be short. Broken piece discovered inside cathelon and tape measurement and comparison with intact cathelon showed that everything was present.